Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Block h11: investigation results the returned truetome 39 was analyzed, and a visual and microscopic inspection found that the distal pierced hole (extrusion) was torn. This displaced the cutting wire anchor from its original position (the wire anchor is still within the catheter). The cutting wire was not broken. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of cutting wire break was not confirmed. The results of the analysis performed on the returned device found that the distal pierced hole was torn (working length torn). The working length torn at the pierce hole could have been caused by submitting the catheter to tension forces during the handle actuation, also bowing the device without being completely out of the scope can lead to tearing and displacing the cutting wire anchor from its position. The investigation findings and all information available concludes the most probable root cause is adverse event related to procedure. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a truetome 39 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the cutting wire broke off while cutting. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another truetome 39. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that a truetome 39 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the cutting wire broke off while cutting. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another truetome 39. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.